Event description:
It was reported during a clinical study that at the patient¿s five-year follow-up appointment, the patient was experiencing pain, difficulty with ambulation and completing daily activities; and was diagnosed with tendonitis. The patient was treated with anti-inflammatory medication, physical therapy, and a steroid injection. The issue has been considered resolved. At the three-month follow-up appointment, the patient noted temporary relief from the injection but is still experiencing pain during active flexion or activity. The patient is maintaining conservative treatment modalities and physical therapy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00018 0001825034-2024-00019 d10: cat #: 110017105 / g7 finned 4 hole shell 56f / lot #: 6215509 cat #: 010000858 / g7 neutral e1 liner 36mm f / 6292613 cat #: 6501057 / cer bioloxd option hd 36mm / lot #: 2934974 cat #: 6501064 / cer option type 1 tpr sleve -6 / lot #: 2912967 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported during a clinical study that at the patient¿s five-year follow-up appointment, the patient was experiencing pain, difficulty with ambulation and completing daily activities; and was diagnosed with tendonitis. The patient was treated with anti-inflammatory medication, physical therapy, and a steroid injection. The issue has been considered resolved. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: 1 year follow-up visit ¿ no updates recorded; visit missed by patient. 3 year follow-up visit ¿ regularly participates in moderate activities, unlimited walking distance ¿ no gait issues, no problems with daily activities ¿ no supportive devices required ¿ no pain. 5 year follow-up visit ¿ regularly participates in active events ¿ reports moderate pain, especially with hip flexion ¿ reports mild-moderate difficulty with activities of daily living ¿ moderate difficulty walking for extended periods and moderate trouble climbing stairs ¿ limps most of the time ¿ ae-diagnosis of tendonitis treated with nsaid, physical therapy, and cortisone injections- believed to be related to acetabular component specifically ¿ *noted that an ae was also entered for unrelated/contralateral l hip-worsening osteoarthritis ¿ documented as resolved. Approximately 5 years post op office visit ¿ patient reports bilateral hip pain 6/10, takes otc aleve as needed ¿ x-rays ¿ implants in satisfactory position without complications ¿ cortisone injections ordered for both hips for arthritis in the left and tendinitis in the right. Approximately 5 years post op office visit ¿ hip injections were ordered but not given at last appointment, still reports 7/10 pain. Approximately 5 years post op - injections ¿ injections reordered and administered approxmately 5 years - office visit ¿ patient reports that injections provided significant relief for about a week, otc and prescription anti-inflammatories further relieve pain ¿ patient has restarted formal outpatient physical therapy ¿ continues to have pain with active hip flexion which is alleviated with rest ¿ x-rays ordered to assess acetabular position but at this time, patient will continue conservative treatment, nsaids and pt, follow up in 6-8 weeks. Approximately 5 years post op - ¿ per dr. Emerson ¿related to acetabular component only¿. Complaint is confirmed via the evaluations of the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.